Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during drain three on the home choice (hc). The home patient (hp) stated they had disconnected while in therapy. The hp stated they were not connected when they received the alarm but then reconnected. The technical service representative (tsr) explained the alarm and assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. Should additional relevant information become available, a supplemental report will be submitted.